Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced suspected thrombosis of their left arm. An echocardiogram of the patient's left arm was performed. The echocardiogram was normal. The cardiac resynchronization therapy defibrillator (crt-d) remains in use. The patient is a participant in the adapt response clinical study. No further patient complications have been reported as a result of this event.